Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported single leaflet device attachment (slda) cannot be determined. The mitral regurgitation appears to be due to the slda. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip detaching from the anterior leaflet requiring intervention. It was reported that a mitral intervention was performed on (B)(6) 2022 with a prolapse flail on the complete p2 segment of the mitral valve. Three clips were placed and the mixed mitral regurgitation (mr) was reduced from 4 to trace. On (B)(6) 2022, prior to discharging the patient transthoracic echocardiogram was performed. A single leaflet device attachment (slda) was noted and the mr had increased to 2. The clip had detached from the anterior leaflet. On (B)(6) 2022, a second intervention was performed. Another clip was placed to stabilize the slda clip and mr was reduced to 1. No additional information was provided.